Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal difficulty occurred. The lesion being treated was located in the circumflex artery. The physician implanted an express2 3.5 x 24 mm stent. Upon withdrawal the balloon couldn't be removed. The physician had to deep seat the catheter into the cx and remove the system as one unit. No pt complications were reported.